Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a charging burden with the implantable pulse generator (ipg), and impedance was noted on the leads. Additionally, the patient required MRI conditional compatibility. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device has been discarded and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19748566. UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 2000016736, UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: 543022, batch: 2000016747, UDI:(B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19169892, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 19748566. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 2000016736. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 2000016747. UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to impedances found on leads and (magnetic resonance imaging) MRI conditional compatibility. The patient is doing great post operatively. Per facility policy, the explanted device will not be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 19748566 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 2000016736 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 2000016747 UDI:(B)(4). Product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 19169892 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient had difficulties maintaining the implantable pulse generator (ipg) charge. High impedances were identified on the patients leads. Subsequently, the ipg and leads were explanted and replaced. The patient is recovering well postoperatively. As per facility policy, the explanted device will not be returned.